Event description:
Customer reported a (B)(6) male inpatient was receiving a continous 24 hour chemotherapy infusion through a PICC line. The 1837-2100 PICC/cvc securement device + tegaderm IV advanced securement dressing was applied to the site. The customer reported while the patient was sleeping, the entire PICC line became dislodged and was laying in the bed still attached to the securement device and dressing. There was reportedly a three hour delay in treatment, a new bag of chemotherapy medication was ordered, a peripheral IV was started and treatment was resumed. A new PICC line will be required for future treatments.